Event description:
It was reported that high, out of range, pacing lead impedance and loss of capture at max output were observed. The lead was explanted and replaced without any complications. Patient condition is good.

Manufacturer narrative:
(B)(4). A partial lead measuring 64.2cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.